Manufacturer narrative:
This per was determined to be supplemental information to per-2023-0197139. The investigation findings will be submitted under MFR # 2916596-2023-08504.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was explanted. The reason for the explant was not provided by the customer. It is unknown whether the outcome was device or therapy related.